Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range. No adverse patient effects were reported. Currently this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was explanted during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Correction to report type.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was explanted during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was explanted during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.